Event description:
(B)(4). I had the essure put in after having my last child in 2011. I've been feeling different ever since. I went to my ob/gyn shortly after the procedure was done complaining of major joint/body/leg pain, I could hardly get out of bed in the morning because of the pain, always tired, and I was unable to use my hand due to a very painful cyst that popped up on my right index finger. He did blood work and since my ra factor was high, he sent me to a ra specialist ((B)(6), 2011) who could not diagnose me with ra. The ra specialist referred me to a surgeon to have the cyst removed from my finger. I have also developed a cyst in my vagina (you can see it hanging out) and now on my wrist. I'm still having body pain that interferes with daily activities!! I've also been very aware of my ovaries since the procedure. If I stretch a certain way, cough, sneeze, or most of the time out of the blue, I get sharp pulling pains on both sides. It feels like my tubes are about to rip apart! It takes my breath away!!! I don't really like sex anymore because well it hurts and my desire is low. I get a very sharp pain in my anus when having sex and sometimes just while I'm sitting around the sharp pain hits. Headaches and hot flashes are becoming more common and my periods almost don't exist. Just one heavy cramp filled day then like 1-2 days of very light spotting. I get very nauseated (to the point I randomly throw up) and breast pain before and during my periods. Also, my vagina has a heavy coin smell and my husband says it taste like a penny. My vagina and my eyes are very dry. I feel the need to urinate all the time. I have been having heart palpitations/chest pain since my essure was placed. I had EKG and other tests run on my heart and was diagnosed with asthma. My food allergy symptoms have heightened and have digestion issues when I eat anything dairy.